Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the objective lens of the gastrointestinal videoscope was dirty. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation, the objective lens of the gastrointestinal videoscope was dirty. There were no reports of patient involvement.